Event description:
The patient was undergoing a coronary artery bypass. The procedure was uneventful until the performance of the distal anastomois, when the trans-doppler signal became abnormal. Subsequently, an aortic dissection was diagnosed, affecting the ascending and descending aorta. Phone calls to the surgeon have been placed with no response as of yet to gain information about the circumstances of the patient's death, and other procedural details.